Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged black/ red periwound tissue is related to v.a.c. Therapy.

Event description:
The following information was reported to kci by the nurse: the activ.a.c. Therapy unit was self shutting down allegedly causing the wound to deteriorate. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient's periwound tissue allegedly appeared black/red. The patient's wound was packed with santly, a non-kci product. No sharp debridement or antibiotic therapy was required. V.a.c. Therapy was re-applied adn the patient's wound is improving.